Manufacturer narrative:
Based upon investigation results, this event was re-evaluated and is considered no longer reportable due to risk file- no malfunction or serious injury. Failure description at first sight, the implant shows no damages or defects. Investigation used test- and analysis- equipment: microscope "keyence- vhx 5000" eq.-nr. 2000024840, digital-camera "panasonic dmc tz8" we made a visual inspection of the implant. Here we found no damages or defects. In the next step we compared the labeling on the implant with the specifications on the drawing that was valid at the time the implant was manufactured. Here we found no deviation do the specification. At last we checked the positions of the position-markers, the position of all markers is according to the specification of the drawing. Batch history review the device quality and manufacturing history records (DHR) have been checked for all leading devicce lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. Explanation and rationale the product exhibits no deviation to its specification. Conclusion and root cause see above. There is no CAPA necessary.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with fj761t - abc cervical plate 6 hole ta 46mm according to the complaint description,the incorrect labelling was noticed during re-stocking of the set. There was no described patient harm. Additional information was not available. The malfunction is filed under aag reference (B)(4).